Manufacturer narrative:
Implant date : not applicable as this is not an implantable device. Explant date : not applicable as this is not an implantable device. Initial reporter telephone number: (B)(6) the device was not returned for evaluation. Therefore; a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the surgeon opened the cartridge packaging, it was found that fungus was in it. No further information available.